Manufacturer narrative:
The investigation into the reported hemolysis was completed. The device was returned for evaluation. Analysis of the data logs revealed numerous "impella position unknown" alarms on the day of the reported hemolysis, accompanied by a minor loss in placement signal (ps) waveform pulsatility. Based on the available information, the root cause of the hemolysis was most likely improper positioning of the device. Impella 5.5 IFU: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 39-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed hemolysis six days into support. The plasma free hemoglobin (pfhs) levels were elevated. At that time, the clinicians also noted that the pump had "flipped" in the left ventricle (lv) and was touching the mitral valve. The pump was subsequently successfully repositioned and there were no further reports of hemolysis related issues.